Event description:
It was reported "the event took place on the night shift on (B)(6) 2022 and presented an integral rupture pattern near the fixation wing." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the event took place on the night shift on (B)(6) 2022 and presented an integral rupture pattern near the fixation wing." No other information was provided. (B)(6) 2022: add info received from customer. Was there any harm to the patient/health professional? Yes, patient harm as prescribed intravenous therapy required administration into central vessels. The nb remained with a peripheral catheter and a new PICC was inserted the next day, requiring new sedation and exposure. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? No. Was there exposure of blood or chemotherapy to the mucous membranes or skin? No. What drug was being administered? Saline solution plan with 19.1% kcl + 10% calcium gluconate + 50% glucose + 5% glucose. How was the procedure completed? After successful catheterization, the fixation wing was stabilized with statlock and semipermeable dressing applied. As soon as complete rupture was evident, the catheter was promptly removed from the vessel. What is the patient's current status? The nb is a late postoperative period of correction of anal imperforation. The new inserted catheter is in a central position, fully functioning and without complications. Patient is on room air, tolerating the acceptance of the diet after surgery, today will be the last day of antibiotic. Discharged to the ward probably in the next few days.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of redq3398 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reds2498 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the event took place on the night shift on 07/05/2022 and presented an integral rupture pattern near the fixation wing." No other information was provided. 07/13/2022: add info received from customer. Was there any harm to the patient/health professional? Yes, patient harm as prescribed intravenous therapy required administration into central vessels. The nb remained with a peripheral catheter and a new PICC was inserted the next day, requiring new sedation and exposure. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? No. Was there exposure of blood or chemotherapy to the mucous membranes or skin? No. What drug was being administered? Saline solution plan with 19.1% kcl + 10% calcium gluconate + 50% glucose + 5% glucose. How was the procedure completed? After successful catheterization, the fixation wing was stabilized with statlock and semipermeable dressing applied. As soon as complete rupture was evident, the catheter was promptly removed from the vessel. What is the patient's current status? The nb is a late postoperative period of correction of anal imperforation. The new inserted catheter is in a central position, fully functioning and without complications. Patient is on room air, tolerating the acceptance of the diet after surgery, today will be the last day of antibiotic. Discharged to the ward probably in the next few days.